Manufacturer narrative:
Date of event: date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient fell and ever since then they've had severe pain in their back that they didn't have before so they think they may have damaged the stimulator. No further complications reported.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. The patient called back and reiterated that they had been having "serious problems" with their back. They could only raise the stimulation to 2.7 volts before it became too painful on their back. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.